Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a reservoir was used. During surgery, the spring in the reservoir broke. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was the reservoir replaced? No further information is available. No further information will be provided. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.